Manufacturer narrative:
On 6-jan-2026, bwi received additional information indicating that no impella was implanted and the pericardial drain was removed the morning after the procedure. Furthermore, on 22-jan-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. At the end of the atrial tachycardia (at) ablation procedure with a qdot micro catheter, the preexisting pericardial effusion was larger. It was reported that at the beginning of the case there was a mild pericardial effusion. The patient was hypotensive and was being treated with medication. The case ended and they did a post case echo, and the pericardial effusion was larger. They completed pericardiocentesis and withdrew approximately 250 cc of fluid. The patient was stable and it is unknown if further intervention was planned. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31644104l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was unsure. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
At the end of the atrial tachycardia (at) ablation procedure with a qdot micro catheter, the preexisting pericardial effusion was larger. It was reported that at the beginning of the case there was a mild pericardial effusion. The patient was hypotensive and was being treated with medication. The case ended and they did a post case echo, and the pericardial effusion was larger. They completed pericardiocentesis and withdrew approximately 250 cc of fluid. The patient was stable and it is unknown if further intervention was planned. The hardware used was a carto 3036048, ngen generator 23450171fg, and ngen pump (B)(6), and it was stated that the hardware worked within specifications. The catheters used were decanav r7f282ct ad25340033, qdot d139505 31644104l, soundstar r10439011 (B)(6), and quad f5qa005rt 31701578m. The information received indicated that the physician was unsure of the cause of the enlarged effusion. However, the patient fully recovered. The patient required overnight stay to remove tube in the morning the next day and was discharged 2 hours later. The sheath and the catheters were exchanged once to sized up. The number of performed ablations was 13 mins with rf (radiofrequency) energy. No ablations were performed within the pulmonary veins or outside the pulmonary veins. The force sensing ablation catheter used was qdot. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used were standard settings. No additional filter was used with the visitag. The color options used prospectively was time. The flow setting was qdot. The patient did require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).